Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found have a broken snake wrist cable at the distal end. The cable was broken on the channel side of the grip causing it to be loose on the anvil side. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions or during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable in the wrist section of the vessel sealer instrument was damaged. A post-operative x-ray was performed.